Manufacturer narrative:
Product complaint # (B)(4). This report is related to a journal article; therefore, no product will be returned for analysis and the batch history records cannot be reviewed as the lot number has not been provided. The single complaint was reported with multiple events. There are no additional details regarding the additional events. Citation: med princ pract. 2010; 19: 129¿132. Doi: 10.1159/000273074. (B)(4).

Event description:
It was reported in a journal article with title: is repair of incisional hernias by polypropylene mesh a safe procedure? The aim of the study was to evaluate the safety of the intraperitoneal mesh repair procedure and to assess the complications that develop after the procedure. The authors reviewed the records of 25 patients (7 male and 18 female patients; age range: 33 to 74 years old) who underwent intraperitoneal mesh repair procedures. During the surgical procedure, intestinal adhesions were removed (about 3 cm in all directions) to facilitate the placement of the mesh. A prolene mesh (ethicon), tailored to fit the defect so that at least 2 cm of the mesh overlapped the abdominal defect, was sutured to underlying fascial structures in an intraperitoneal position with interrupted prolene 1-0 (ethicon) suture spaced not more than 1¿2 cm apart. Reported complications included iatrogenic injury of the ileum (n-1) which was repaired using primary closure, superficial incisional surgical site infection (n-2) which required antibiotic treatment, deep surgical site infection (n-1) which received antibiotics for his deep incisional surgical site infection but did not require removal of the mesh and recovered without recurrence, and wound hematoma (n-1). The data showed that tension-free repair of incisional hernia (with prolene mesh in intraperitoneal position) is a safe and easy procedure with acceptable morbidity and no recurrence. Despite the small number of patients in the study, the authors further conclude that prolene mesh (ethicon) may be applied in the absence of bio-absorbable mesh because of the low complication rates experienced.